Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced and the boards were reseated during the service call. The customer canceled the service call.

Event description:
The customer reported that the system would not boot up. There was no pt injury or death reported.